Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.

Event description:
On (B)(6) 2026, a 79-year-old male patient with a history of uveal melanoma received histotripsy treatment to a single segment 8 liver tumor for a total planned treatment volume (ptv) of 9.6 cc. The patient had significant comorbidities including carotid artery stenosis with prior stent placement and autoimmune disease, which limited systemic treatment options. The tumor was capsular in location and measured approximately 1.7 cm at the time of treatment. Eight days after the histotripsy procedure, the patient presented with abdominal pain and was admitted. Imaging demonstrated a large perihepatic hematoma without evidence of active bleeding. The patient was managed conservatively and discharged three days later. Upon follow-up, the treating physcian indicated that the patient's condition was stable.